Event description:
The patient had loss of capture on the lv lead. Biv pacing was turned off for now and patient will be observed. Lv lead may be revised in the future. On (B)(6) 2013 - we were notified that this lead was revised on (B)(6) 2013 and remains actively implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The patient had loss of capture on the lv lead. Biv pacing was turned off for now and patient will be observed. Lv lead may be revised in the future.